Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that blood is gushing and leaking out from the product wings. This occurred in 10 tubes and no patient impact reported.

Manufacturer narrative:
Investigation summary : bd had received 2 customer photos for review and analysis. One of the customer photos shows a device with blood leakage near the cannula/wing and inside of the safety shield. However, the location of leakage could not be identified through the picture. Therefore, this complaint can be confirmed based on the customer photo provided. Bd is able to confirm the customer¿s reported failure mode of leakage during to injection/blood/urine collection based on customer photo analysis. Additionally, 30 retain samples were subjected to a sleeve function test to assess functionality of the device. All samples passed testing exhibiting no signs of damage or leakage during use. Therefore, this complaint cannot be confirmed based on the retain sample draw testing results. Bd is unable to confirm the customer¿s reported failure mode of leakage during to injection/blood/urine collection based on retain sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is able to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that blood is gushing and leaking out from the product wings. This occurred in 10 tubes and no patient impact reported.